Event description:
Healthcare professional reported, right-side "failure" and deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis the final assessment is: deflation: a crack opening on diaphragm valve assessed as cracked valve seat diaphragm valve. Observed opening striated on radius side assessed as surgical damage. Additional observations: ¿ crease fold observed. Additional, changed, and/or corrected data: d1, d4, d9, h3, h4, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, right-side "failure" and deflation. Device remains implanted.